Manufacturer narrative:
The reported complaint was confirmed during the functional testing of the returned icy catheter (lot #190479). During the functional pressure leak test, a leak from the catheter's shaft was observed at 3.5cm away from the distal end of the manifold. The root cause of the reported complaint was due to a small sharp cut. The suture needle or other sharp tools, such as a scalpel, may have accidentally cut the catheter shaft, which is attributed to user error. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residues were observed on the balloons and luer tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100psi, a leak from the catheter's shaft was observed 3.5cm away from the distal end of the manifold, confirming the reported complaint. In addition, the returned catheter was inspected under a microscope, and a very small sharp cut was noticed on the catheter's shaft. No leak was observed from the balloons. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot #190479.

Event description:
During the cooling phase of the ivtm therapy using an icy catheter (lot #190479), the customer noticed blood in the start-up kit (suk) tubing, and the saline bag was noted to be emptied. The dwell time of the catheter was 5 hours. The catheter was replaced to continue the therapy using the same thermogard xp ivtm system. No consequences or impact on the patient.